Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, bleeding was observed from all access sites. The medical staff was concerned that the patient would experience disseminated intravascular coagulation. Therefore, several blood products were provided, and a fem stop was placed in an effort to manage the complication. The device was explanted, and the procedural outcome was the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.